Event description:
It was reported that the device was unable to be interrogated by two different programmers. The rf antenna was disconnected from the programmer, and the interrogation was then successful.